Manufacturer narrative:
The reported event was confirmed via visual inspection of the returned device. Per visual inspection wear and deformation was identified around broken tip. The device is in the field for over 7 years. Manufacturing files were reviewed and no revealed anomalies were found. The most likely root cause of the tip fracture ifs normal wear due to device age.

Event description:
It was reported that a screwdriver tip broke while inserting a screw. The tip was retrieved from the head of the screw and an alternate screwdrivers was used to fully seat the screw. The event resulted in 5 minute surgical delay to retrieve the screwdriver tip. No adverse consequences to the patient were reported.

Event description:
It was reported that a screwdriver tip broke while inserting a screw. The tip was retrieved from the head of the screw and an alternate screwdrivers was used to fully seat the screw. The event resulted in 5 minute surgical delay to retrieve the screwdriver tip. No adverse consequences to the patient were reported. This complaint will be reported as a malfunction.